Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/39 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: extravascular implantable cardioverter-defibrillator therapy in patients with genetic heart disease: an early single-center experience. Heart rhythm o2. 2025. 6:1673¿1675. Doi: 10.1016/j.hroo.2025.07.007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the extravascular implantable cardioverter defibrillator (ev-ICD). The authors described one abandoned procedure due to poor r-wave sensing and one pericardial lead misplacement that was repositioned immediately. In the follow-up period there was one lead which exhibited a displaced electrode and myopotential oversensing without inappropriate shock during exercise. The patient underwent repeat defibrillation threshold testing (dft). No intervention or reprogramming was needed after effective dft. One patient experienced three inappropriate ICD shocks for sinus tachycardia while exercising, followed by one successful shock for ventricular fibrillation (vf) triggered by the previous inappropriate shock. There was also one inappropriate shock due to oversensing. Reprogramming was performed. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.